Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The event log was pulled for review, and there were alarm code: system error sub code: unknown (not recognized) & alarm code: battery failure type sub code: battery depleted. The reported system error is confirmed.

Event description:
On 06/20/2022, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Device was returned.